Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge, resumed insulin use, and no additional assistance was needed.